Event description:
Capsule contracture resulting in explantation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Manufacturer narrative:
Capsule contracture was the reason reported as explantation.

Event description:
Capsule contracture resulting in explantation.